Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting increased impedance measurements. A revision procedure was performed and after the lead was disconnected from the device, it was tested with the pacing system analyzer (psa) which produced an impedance measurement greater than 2000 ohms. The lead was removed from service. No additional adverse patient effects were reported.